Manufacturer narrative:
(B)(4). As noted by analysis, the insulin pump was received with a cracked battery tube thread, a broken reservoir tube lip, a missing reservoir tube lip o-ring, and minor scratches on display window. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
It was reported that the reservoir compartment of the insulin pump was broken. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was replaced and customer agreed to return the product for analysis.